Event description:
During a pci (percutaneous coronary intervention), a balloon catheter fractured inside of the guide catheter. While advancing the balloon catheter, md noticed blood in the inflation device. The balloon catheter was removed, and part of the balloon catheter was retained inside of the guide catheter (visualized on fluoroscopy). The balloon catheter was snared out and guide catheter was exchanged.